Event description:
It was reported that the right ventricular lead was oversensing and had a decrease in impedance. The lead had dislodged due to twiddler's syndrome. The lead was revised and the high voltage coils were reused and a new pace/sense lead was implanted. The atrial lead also dislodged and had retracted back into the pocket due to twiddler's syndrome. The atrial lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.